Manufacturer narrative:
A boston scientific engineer reviewed the device data and stated that ern magnet rate will likely revert back to bol magnet rate and they did not see anything that was of obvious concern. The consultant also mentioned that the longevity remaining will be less than five years. No other adverse events have been reported. This event will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this pacemaker which has been implanted for fifteen months displayed a magnet rate of 90ppm, signifying an elective replacement near(ern) status. However, estimated longevity was greater than five years. The device is programmed at very high outputs in the ventricle (6.5v at 1.0ms pw). A boston scientific technical services consultant instructed the caller to perform a download for the device data for evaluation.